Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer was unable to clear the button error alarm. The customer was advised to move on to a back-up plan. The customer was advised of a next day swap for the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.